Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure multiple attempts were made to place the lead but the thresholds were unstable and higher than normal. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.